Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. "Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog. Yellow encapsulation on device observed. No observed rupture in the device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device remains implanted.